Manufacturer narrative:
The event occurred on an unreported date in feb2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as poor hygiene. The patient was not hospitalized "due to lack of beds in the hospital" however, the patient was treated with cefazolin (intraperitoneal) at home for the event. Pd therapy was ongoing. Patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.